Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted them in resetting the pump.